Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain, swelling and capsular contracture baker grade IV". Later healthcare professional reported "device rupture". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "pain, swelling and capsular contracture baker grade IV" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain, swelling and capsular contracture baker grade IV" confirmed via ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events edema, capsular contracture and pain were received on january 05, 2026, with lot number 2235380. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ edema: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.